Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.